Event description:
Exposed to the ingredients in the heat cell on her finger [accidental exposure to product], one of the wraps sort of fell apart [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer. A 52-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain, device lot number: s68516, expiration date: jul2020), from an unspecified date at unknown frequency for arthritis pain. Medical history included cataracts. There were no concomitant medications. The patient reported that the heatwraps she bought were under recall and one of the wraps sort of fell apart in 2018. She went to put it on and adjust it and when she tried the sticker fell out the front, almost like it was missing a layer. She stated her finger went through one of the heat cells and she was exposed to the ingredients in the heat cell on her finger in 2018. She discarded the wrap. Device was not available for evaluation. The patient felt fine. The action taken in response to the events for thermacare heatwrap was permanently withdrawn. The outcome of the events was recovered in 2018. As of on (B)(6) 2018, according to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The sample is not available from consumer for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation pr 2379610 t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells. Damaged/leaking was conducted for the same sub-class. This batch s68516 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation pr 2379610. Process related: no. Complaint confirmed: no. Additional information has been requested and will be provided as it becomes available. Follow-up (22oct2018): new information received from the product quality complaint group includes investigational results. Company clinical evaluation comment: the above referenced lot number: s68516 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number: s68516 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The sample is not available from consumer for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation pr 2379610 t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells. Damaged/leaking was conducted for the same sub-class. This batch s68516 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation pr 2379610. Process related: no. Complaint confirmed: no.

Event description:
Event verbatim [preferred term] exposed to the ingredients in the heat cell on her finger [accidental exposure to product] , one of the wraps sort of fell apart [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain, device lot number s68516, expiration date jul2020), via an unspecified route of administration from an unspecified date for arthritis pain. Medical history included cataract. There were no concomitant medications. The patient reported that the heatwraps she bought were under recall and one of the wraps sort of fell apart. She went to put it on and adjust it and when she tried the sticker fell out the front, almost like it was missing a layer. She states her finger went through one of the heat cells and she was exposed to the ingredients in the heat cell on her finger in 2018. She discarded the wrap. The patient feels fine. The action taken in response to the events for thermacare heatwrap was permanently withdrawn. The outcome of the events was recovered in 2018. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment the above referenced lot number s68516 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number s68516 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.